Event description:
It was reported the intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to mechanical failure of the multifocal, resulting in constant hazy, blurry vision at distance and near with halos around all lights causing blurred vision with driving, and was replaced with a z9002 18.0 diopter iol. There was no patient injury, no suture(s), and no vitrectomy however, the incision was enlarged. Patient outcome post lens exchange was reported as stable. No further information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in reviewing the initial MDR, it was noted that section a-2 the patient's year of birth reported was incorrect. Therefore, this supplemental filing is to correct section a-2 year of birth that was incorrectly reported and the following field was updated accordingly: section a-2 date of birth: year only: 1949. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 19-dec-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic material. The lens was cleaned and inspected under magnification and no issues were identified. No issues that could cause or contribute to the complaint issues were observed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.